Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered foreign material inside of the connecting tube and on the left arm. This occurrence was likely remains from previous procedures. These findings were due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the forceps skip or sways on the upper half of the endoscopic image due to fray of the forceps wire. It was also observed that the coating on the connecting tube was peeling. It was observed that the adhesive around the objective lens had a scratch. It was also observed that there was corrosion around the left arm. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an evis exera iii duodenovideoscope to the service center for an annual inspection. During a standard inspection and estimation of the returned device, foreign material was inside of the connecting tube and on the left arm which are identified as reportable events per the risk summary application (rsa). The new aware date for this reportable malfunction is (B)(6) 2023. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The customer later confirmed the device has been properly reprocessed according to product instruction for use (IFU) before return to olympus. Please see corrections to b5 of the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from IFU are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The user facility returned an evis exera iii duodenovideoscope to the service center for an annual inspection. During a standard inspection and estimation of the returned device, foreign material was inside of the connecting tube and on the left arm. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.